Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoir test per specifications. Reservoirs passed per specification. No occluded anomalies were observed during analysis.

Event description:
The customer reported that the transfer guard is too small and does not fit onto the vial. The customer was unable to fill the reservoir with insulin. No further information was provided.